Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. No earlier complaint registered for this lot. Should additional facts prompt us to alter or supplement any information of conclusions contained in this report, a follow-up report will be submitted.

Event description:
This incident concerns the usage of lofric origo intermittent urinary catheter which occurred in germany. A male patient reported an incident at (B)(6) 2022 when using the sterile, single use, nelaton intermittent catheter (lofric origo 40cm, ch14). According to the patient, he got mucous membrane irritation and slight bleeding during catheterization when using the nelaton (straight tip) catheter. The patient visited a urologist at (B)(6) 2022 and subsequently a urine specimen was taken since infection was suspected. At the same time the patient's intermittent catheter was replaced by an indwelling catheter. On friday (B)(6) 2022 the patient was suddenly hospitalized due to further heavy bleeding. The patient underwent a cystoscopy examination, and it was concluded that the source of bleeding is not the catheter, but possibly rather due to an enlarged prostate. The patient most likely needs to undergo a prostate surgery which shall be planned together with the physician. Meanwhile wellspect healthcare local sales representative has offered the patient to use the lofric origo tiemann catheter with curved tip which is suitable for patient with enlarged prostate.